Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 19 mm trifecta valve was implanted. On (B)(6) 2019, the device was explanted and exchanged for a edwards model 3000tfx valve. Additional information has been requested.

Manufacturer narrative:
An event of shortness of breath, high gradient, and "degenerative disease" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 19mm trifecta valve was implanted. On an unknown date, the patient presented with shortness of breath and a high gradient. On (B)(6) 2019, the device was explanted and exchanged for a edwards model 3000tfx valve. The physician reported "degenerative disease" on the explanted valve. The patient is reported to be stable.